Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was triggering the threshold suspend feature on the insulin pump and his blood glucose wasn't low. The sensor reading was 56 mg/dl and her blood glucose was 112 mg/dl. Troubleshooting was performed, she was advised how to properly calibrate the sensor. The sensor was calibrated and the sensor was back on track. The customer is not returning the sensor for analysis.